Event description:
During the implant auto induction test, intermittent electrocardiograms stopped after only a few seconds as if the screen was touched. This occurred during two separate inductions. When the chronolog was interrogated, an "incomplete communication" message appeared and the chronolog could not be obtained. As a result, there was no evidence of how well the device performed at implant.